Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module low sorbing set experienced a loose tubing clamp. The following information was provided by the initial reporter: safety clamp did not engage when removed from the alaris pump. Was attached to a patient that had a potential tpn fluid bolus. Patient injury: no.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module low sorbing set experienced a loose tubing clamp. The following information was provided by the initial reporter: safety clamp did not engage when removed from the alaris pump. Was attached to a patient that had a potential tpn fluid bolus. Patient injury: no.